Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the left ventricular pacing threshold was high. Impedance values were stable and in range. No intervention was performed. The patient was stable and will continue to be monitored.